Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. Results: x-rays reviewed by the manufacturer, lead pin not fully inserted past the connector block of generator.

Event description:
It was initially reported by a vns pt that he was unable to perceive either normal mode stimulation or magnet stimulation. The pt had been implanted with vns for approximately 6 years and had his generator replaced on (B)(6) 2010. Additional information was received from a therapeutic consultant indicating she was present at the time of the initial follow-up appointment on (B)(6) 2010. Upon interrogation of the pt's device, high lead impedance was observed (>10,000 ohms). The neurologist indicated that this was the first time doing diagnostics on the pt since replacement of the generator hence it was unk how long the high impedance had been present. Moreover, the therapeutic consultant indicated that the surgeon for the recent revision is known to replace a generator only, even if high lead impedance is known to be present, however there is no indication that it was present prior with the limited information. The pt was referred for x-rays. X-rays were received and analyzed by the manufacturer. Review of x-rays indicated the generator was visualized in the left chest. Generator placement appears to be normal. The filter feedthru wires are intact. The lead pin does not appear to be fully inserted and cannot be seen past the connector blocks. The electrode placement appears properly aligned and placed on the left vagus nerve. There were no acute angles or lead discontinuities observed in the lead body. Further information was received from a company representative indicating the pt was set up for surgery on (B)(6), 2010 and a representative was requested to be present at the time of surgery. Moreover, information was received from a company representative present at the time of surgery. Pt current settings were 2.25/30/500/30/5 magnet 3/60/500. Pt's system diagnostics output current low/0ma/high/>10,000 ohms. The surgeon indicated some concern with the generator as he believed there was something wrong with the generator rather than just a pin insertion issue. The company representative showed the surgeon how the lead should be past the connector block using her demo generator. The surgeon stated that when he initially opened the chest it looked like the pin was fully inserted past the connector block. The pin was removed and the company representative had the surgeon open an accessory pack and perform generator diagnostics using the test resistor in turn indicating normal results (ok, current delivered 2.5, ok, 3837 ohms, ifi no). The surgery was continued and the surgeon stated that the header contained some fluid. The company representative explained that if a pin is loose as reported, it is possible fluid may accumulate in that area. He dried the inside of area. He then reattached the lead to generator. The company representative explained the difference between generator diagnostics and system/normal diagnostics. The surgeon understood the difference. System diagnostics were then ran. The system diagnostic result outside pocket was ok, ok, 1864 ohms ifi no. The normal mode test result was ok, ok 1851 ohms ifi no. The next system diagnostic inside pocket skin open result was ok, ok 1743 ohms. The next system diagnostic inside pocket skin closed result was ok, ok, 1783 ohms. The normal mode with skin closed was ok, ok, 1783 ohms. The generator was left at 0 ma and 0 magnet. The company representative then verbalized that all system diagnostics and normal modes were ok.